Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-12732. It was reported the patient had not charged the ipg for an extended period of time and the ipg is no longer able to communicate with the external devices. A new charger was sent to the patient.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.